Event description:
When doctor inserted stent into cbd, stent was not inserted.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2222667 of clso-10-6 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all clso-10-6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for clso-10-6 of lot number c2222667 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and label: instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045), image review: an image was not returned for evaluation. Root cause review: a definitive cause could not be determined from the investigation. A possible root cause could be attributed to the handling technique and the stent not being inserted into the target location. The stent might have been placed inaccurately, due to which the doctor was not able to push it through the intended location . There have been several attempts made to obtain additional information should additional information be made available, the file will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and /or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer and /or rep testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive cause could not be determined from the investigation. A possible root cause could be attributed to the handling technique and the stent not being inserted into the target location. The stent might have been placed inaccurately, due to which the doctor was not able to push it through the intended location .there have been several attempts made to obtain additional information should additional information be made available, the file will be updated accordingly.

Event description:
A supplemental report is being submitted due to completion of the investigation on 28-oct-2025.